Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that multiple staples appeared misaligned. The stapler was returned with 27 staples remaining in the cover block, indicating at least 8 staples were fired by the customer. The trigger was returned not engaged. Evidence of use in the form of biological material was present on the device. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination revealed that multiple staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. The sample was disassembled. A chipped cover block was observed. Actions to address this issue of chipped cover blocks for visistat 35w were established as part of a non-conformance, which was closed on 20-feb-2025. The sample was manufactured prior to these actions on 11-oct-2024. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.